Event description:
A malfunction alarm, identified as "malf 12," was reported, and there was no adverse impact on the customer's blood glucose level. The customer continued using the pump for insulin therapy.